Event description:
This case involves several patients (age, gender nos) treated with poly-l-lactic acid (therapy date, and indication nos). On an unspecified date, they were injected with poly-l-lactic acid on the eye ring area (date and details about treatment not reported). Nodules appeared on the eye ring area in 2008. Some of the patients required surgery in order to remove nodules. According to the physician, she had a lot of experience on injecting poly-l-lactic acid even on eye rings area. Further information was not reported. A pharmaceutical technical complaint was initiated. Reporter's causality: possible.